Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1024501) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported receiving readings of 80 mg/dl and 162 mg/dl on their freestyle freedom meter that they perceived as erratic, however, the results when plotted on parkes error grid fell into a "b" zone showing the difference in values being clinically insignificant. The customer further reported experiencing nausea, tachycardia, vertigo, lightheadedness, diaphoresis and having "hard time speaking" with subsequent loss of consciousness. Although the customer reported paramedics were called, she was unable to provide any information with regards to the treatment provided. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this medical event.